Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter the flange of the tracheostomy tube broke away from the tube itself day one after insertion causing the patient to lose his airway. The tube was removed and replaced.